Event description:
Doctor reported event of "band leak" from journal article: "five-year outcomes of laparoscopic adjustable gastric banding and laparoscopic roux-en-y gastric bypass in a comprehensive bariatric surgery program in canada." Can j surg, vol. 52, no. 6, december 2009. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."